Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value 400 mg/dl. The customers other blood glucose level were 500 mg/dl, 301mg/dl, 69mg/dl and 155mg/dl. Customer unable to troubleshoot for high blood glucose value. The device will not be returned for analysis.